Manufacturer narrative:
The anomaly observed in the field was not confirmed when the device was tested in the laboratory. The device was tested on the bench and functioned normally. Cross talk was not reproduced during testing. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a biv upgrade. During the procedure, after connecting the new generator to the leads, it was noted that the right ventricular lead was oversensing atrial paced beats and inhibited pacing. The patient was pacer dependent so inhibited pacing resulted in asystole. A new generator was connected to the leads and cross-talk inhibition was resolved. The patient was stable before, during and after the procedure.